Event description:
The customer reported that when connecting a nellcor sensor to the mms and not connecting it to a pt or simulator, the pt monitor showed a pulse value and a spo2 value which lasted for 20 minutes.

Manufacturer narrative:
Philips has not yet received the device for evaluation and this complaint is still under investigation. A supplemental report will be submitted when the investigation is complete.